Event description:
Per the physician, the patient was explanted due to an infection at the site of the implant. The patient was explanted (B) (6) 2010 and the patient was reimplanted with a new device during the same surgery.

Manufacturer narrative:
(B) (4)